Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the equipment was tested and was fine. When the hemopro device was used to ligate a branch, it did not work; there was no power. The adaptor was switched out and the device worked fine. The hosp did not report any ppt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).